Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up with auditory and vibratory features. The display was dim with a pinkish contrast. The battery compartment was cracked below the grip pad. The keypad cover was torn. All the keypad buttons responded intermittently. Removal of the cover found contamination under all the button contacts. The bolus button cover was punctured while the button was responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, the keypad buttons had tactile issues, and contamination was found under the button contacts. This report is made based on the results of investigation completed on 01/08/2015.